Manufacturer narrative:
The company representative examined the system and found liquid/oil in the pressure vacuum manifold assembly. The company representative noticed there were indications that the issue occurred during the handling of the stopcock handle. The company representative replaced the pressure vacuum manifold assembly. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the system displayed an error message and locked during a cataract extraction procedure. The procedure was completed using manual technique with no harm to the patient.